Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, cancer. There was no report of medical intervention. No additional information can be requested at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated. Box b:relevant test/lab data (rfb) updated. Box d: product UDI (rfb) updated. Box g:report source - other updated.

Manufacturer narrative:
Repair evaluation information was received on 09/15/2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, cancer. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer service centre for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was not observed. There was zero error code found. The manufacturer service centre concludes that they couldn't confirm the customer's allegation and unit passed final test. Box h was updated in this report.